Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile the complaint was confirmed. The returned device passed mechanical testing. Visual inspection revealed the lead body had a pronounced kink approximately 22.5 cm from the distal end, where the lead appears to have been sutured. Cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes movements. The completely severed cables are the reason for the high impedances observed. The lead was also cut approximately 14 cm from the proximal end. The cut damage is a result of the explant procedure and are not considered a failure. Visual inspection found that the clik anchor has one torn eyelet. No parts of it are missing.

Event description:
A report was received that the patient underwent a lead revision due to a loss of stimulation and high impedances on several contacts. During the revision it was discovered the lead was broken. The lead was explanted and replaced.

Event description:
A report was received that the patient underwent a lead revision due to a loss of stimulation and high impedances on several contacts. During the revision, it was discovered the lead was broken. The lead was explanted and replaced.